Event description:
It was reported that after a da vinci surgical procedure, a crack was noticed just below the cautery hook. Nothing reportedly fell into a patient. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis found the instrument conductor cap and yaw pulley had thermal damage. There were char marks at the yaw pulley and the adjacent conductor cap. Electrical continuity testing was performed and passed. No other damage was found. The customer reported complaint does not itself constitute a MDR reportable event; however; the thermal damage, found during failure analysis evaluation could likely cause or contribute to an adverse event if the failure mode were to recur.